Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation was unable to confirm the reported probe damage alarm. A visual inspection of the teflon pad was inspected and found it is partially split and with exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic low anterior resection procedure, a probe damage alarm was observed. It was reported that while cleaning the jaw of the device, the resident activated the seal and cut on wet gauze instead of the seal function. The intended procedure was completed with a similar device. There was no patient injury reported. No further information provided.